Manufacturer narrative:
(B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the filter of a large volume folfusor was defective as the solution emptied from the device immediately during removal of the fill port cap. This occurred during filling with fluorouracil and sodium chloride. There was no patient involvement. No additional information is available.